Event description:
It was reported that the patient was taken to the hospital and was diagnosed with blood glucose (bg) values that dropped to 67 mg/dl. The patient lost consciousness. For treatment, the patient was given orange juice and food. The pod was worn longer than 48 hours on the abdomen. The patient was still at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.